Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor (cgm) graph displayed a "flat blood glucose (bg) trend line at 0". Reportedly, there was nothing displayed in the status box. Reportedly, the customer changed the transmitter and the reported issue resolved. No additional patient or event information was available. A root cause could not be determined.